Event description:
It was reported that the patient was experiencing inadequate stimulation due to ipg migration. It was also noted that the ipg was causing pain and was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the last few months from date the manufacturer became aware of the event.